Manufacturer narrative:
Internal complaint reference: (B)(4). Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed a suture cutter and cut suture was returned in lieu of the fast fix device. The carton containing the suture cutter matched the reported part number and batch number. A functional evaluation revealed the returned suture cutter device functioned as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the batch number and product number of the device. The image confirms the t1 and t2 anchor have become detached from the device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair the fast fix t1 t2 were deployed at the same time. T1 was already secured and t2 did not deployed through the meniscus. T1 was removed from the patient. The procedure was completed without a significant delay using a back-up device. No other complications were reported.